Event description:
Additional information received reported that the broken piece had been removed, and the patient did not experience any injury. A cause for the premature detachment had not been determined. The patient was being treated for a malformation on the left frontal lobe.

Manufacturer narrative:
H6: method code updated to b21. Result code updated to c21. Conclusion code updated to d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter tip marker did not move under x-ray during delivery. Upon removal, it was found that the device had been detached 3cm from the tip. The patient was undergoing treatment of a left frontal vascular malformation. It was noted that the patient's vessel tortuosity was normal and the devices were prepared and flushed as indicated per the IFU. There was no friction or difficulty during injection, no force was applied during deliver or removal, the catheter tip was not entrapped or stuck, no vasospasm occurred, and the catheter was not stuck in the guide catheter. There were no related patient symptoms.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the apollo micro catheter (model: 105-5096-000 lot: b045820) found that the apollo total, usable and distal floppy lengths were measured to be within specification. The 3.0 cm detachable tip was found to be detached from the apollo micro catheter and was returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be 1.5 mm which is within specification. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. However, the cause for the tip detachment could not be det ermined. H6: method code updated to b01. Result code updated to c070603. Conclusion code updated to d15. Patient code e200801 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.